Event description:
It was reported to medtronic minimed that the customer reporting that the pump is cracked. The customer reported no adverse event. Troubleshooting performed partially. The event involved product(s) mmt-1886. After product analysis, physical damage (crack or scratch) on the pump related to the retainer ring found. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1886 was requested and customer returned the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit p-cap does not lock properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, broken belt clip rails, partially broken retainer, broken reservoir tube lip, missing o-ring, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Retainer ring damage confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.